Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). The actual pump involved in the reported incident was not returned for evaluation. Without the actual device further evaluation is not possible and no specific conclusions can be drawn. It is known that the pump's battery was removed and replaced at the user facility. There was no information provided indicating the error that was displayed prior to being reset. If this event should occur in the future, b. Braun medical has requested that the customer not reset the pump. B. Braun has instructed the customer to silence the alarm on the pump by pushing the power button, leave the pump plugged in, and contact b. Braun medical to have a service technician come to the facility to inspect the pump. If the device and/or additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Neither the device involved nor the pump logs have been received for evaluation and the investigation is ongoing at this time. It should be noted the customer indicated if the pumps are unplugged from ac power and the battery reset they would work again. Customer also stated no errors could be found in the logs to explain why the pumps are initially freezing. Additional information provided from the customer also indicates the batteries were reset on all of the pumps and they are currently charging. All the pumps have been infusion tested and they all tested fine. At this time, attempts for further information and samples are being made. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 12 of 21: over a two day period, within a specific area of the hospital, a total of 21 pumps displayed an error message and then froze. Twenty-one separate mdrs are being filed for this event. It is known that 16 pumps were not in use during the event; however, there was limited information reported on the remaining 5 pumps. No patient injury reported.